Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the device would not hold charge. Additional information was requested and the following was provided by the customer on (B)(6) 2015: biomed received device from repair and unpacked the unit. It wouldn't turn on so they plugged it in. After plugging in, the unit wouldn't charge. The device was plugged it in for 24 hours and still wouldn't charge. There was no patient involvement.

Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2015. The investigation included: review of complaint management database for similar complaints. Visual examination. The DHR pack was reviewed for licox monitor serial number (B)(4). No non-conformance reports were raised during the manufacturing process for this console. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as with in specification prior to the licox monitor been released. The complaint failure was initiated for a defective battery, ¿will not hold charge¿, therefore a review of licox complaints was completed using the key words ¿no charge¿ and ¿battery failure¿ in the search criteria. Additionally, complaints including the key word ¿battery¿ were reviewed for similar reported failures. The review encompassed dates (B)(6) 2014 to (B)(6) 2015. One complaint contained the search criteria.. The failure analysis investigation could not duplicate the complaint incident. The battery received with the lcx02 monitor was fully charged and verified as powering the monitor for 2 hours, per the lcx02monitor user guide instructions. The lcx02 monitor was calibrated and safety tested. The results were reviewed as part of this investigation, all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. The lcx02 log file was reviewed specifically for error codes identified for battery incidents. The review identified error code e0009 ¿battery low¿ and e0010 ¿battery empty¿ occurred on the (B)(6) 2015 which relates to the complaint description and verifies the complaint incident. The lcx02 monitor user guide is reviewed for clarification of the use of a battery with the lcx02 monitor. A review was completed to lcx02 user guide 60904052 rev a appendix 4, the review verified the following: setting up system for the first time ¿ step 7 provides guidance to the user to charge the battery to full capacity. Setting up system for clinical use; guidelines are provided to the customer to fully charge the battery when used for patient transport. In addition instructions are provided to the user to ensure the battery maintains charge during patient use, always plug the monitor into an ac outlet when possible. The user guide review verified adequate instructions are provided to the user regarding battery charge when using the lcx02 monitor. The customer complaint incident ¿the battery will not hold charge¿ was verified, however the incident could not be duplicated. Therefore, a root cause of the complaint incident could not be established.